Event description:
It was reported that during a laparoscopic bypass procedure, the device was used on the jejunostomy. This device and reload are consistently used on this area for stapling. The patient was fine at closure, however, while in recovery during the first twenty four hours, bleeding presented. The patient received four to six units of blood transfused. The patient was brought back to the or hour post-op and had to over sew on staple line using either a 2-0 or 3-0 silk suture. One device will be discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. During which stroke did the event occur? 4th. What other color cartridges were used before and after this event? Green, gold, blue. Was buttressing material utilized? If so, which product? Yes, seamguard. Was the instrument fired across or near an existing staple line or clip? Na. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What were the patient¿s pre-existing conditions? N/a. Does the patient have any relevant history of surgical treatments? If so, what? N/a. How long has the surgeon been using this device for this procedure (in years)? 5+. Was the patient taking any anticoagulants or dvt prophylaxis? N/a. How was the j to j closed? Long60 or suture? Long 60 in case, once patient was brought back used either a 2-0 or 3-0 silk and over sewed staple line. Was the bleeding coming from the "side to side" or the "top-off" anastamosis---side to side what is meant by firing on the fourth firing? Also, was this the site of the bleed? 4th time the echelon was fired total in case, yes site of bleeding. What did the staple formation look like during re-op? Oozing. Was there active bleeding when patient returned to or and if so what was done to address the bleeding? Yes...used silk suture to sew over staple line which stopped bleeding. Was another stapling device used during the initial procedure? No. Patient's current status? Doing well, was discharged and already seen in follow up office appointment. Were there any changes in the patients post operative care? Given 6 units of blood prior coming back to or is the patient expected to have a full recovery? Yes.